Event description:
It was reported that at the time of a scheduled vena cava filter retrieval, the filter was noted to be tilted and the filter apex appeared to be embedded in the ivc wall. Attempts were made to remove the filter, but they were unsuccessful. The pt was reported to be asymptomatic. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided; therefore, the device history records could not be reviewed. The investigation is currently underway.